Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: 00630506040, item name: standard liner, lot #: unknown, item number: unknown, item name: unknown stem, lot #: unknown, item number: unknown, item name: unknown cup, lot #: unknown.

Event description:
It was reported patient underwent hip revision due to metallosis and adverse tissue reaction. Attempts have been made and no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d10; g4; h2; h3; h6. Visual evaluation of the head identified foreign debris in the taper. Scratches, most likely from the removal process were present on the spherical surface. Sem analysis of the head revealed the following: the taper of the returned device was reviewed via optical microscopy (magnification range 5x - 50x) using a keyence vhx-1000 digital microscope. The taper was assigned a modified goldberg score of 4. A score of 4 corresponds to damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris. No further evaluation could be performed with the returned product. Evaluation of the returned device does not change the conclusion of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. X-ray review revealed cystic radiolucencies within the greater trochanter as well as a small scalloped defect at the medial cortex of the lesser trochanter. These findings could be associated with the adverse local tissue reaction that was reported in this event, however possible causes such as granulomatous osteolysis or a pressure erosion could not be excluded as the source of these findings. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.